Event description:
Sales rep reported on behalf of the customer that using the timex kit the customer attempted to remove an asnis 6.5 x 100mm ss screw. Item broke in the screw during the extraction process. An alternative device was available.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.